Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 metal forceps tip separated from the plastic. Nothing fell into the leg. A new device was opened to complete the case. No procedural delay. No harm to patient.

Manufacturer narrative:
Trackwise ID (B)(4). He device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise # (B)(4). The lot # 3000243752 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. The device was returned to the factory on 07/20/2022. An investigation was conducted on 08/15/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood were visible on the jaws and heater wire. The clear silicone insulation on both the cold and hot jaws appeared to be intact with no visual defects observed. The heater wire was observed to be flexed away from the base of the hot jaw and detached from the tip. No electrical testing was conducted due to the damage of the hot jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; jaw" was not confirmed; however the analyzed failure "material twisted/bent wire" was confirmed.

Event description:
N/a